Event description:
It was reported that a burr became stuck with the rotawire and procedure was cancelled. The 90% stenosed, 25mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, the guidewire was kinked and became twisted with the burr. Furthermore, the burr became stuck in the wire and could not be used. It was also noted that the burr was kinked. The devices were not able to be separated while inside the patient and they were completely removed directly. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.